Event description:
It was reported that when an asymptomatic patient presented to the clinic, non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel was observed. The programming changes were recommended. Patient was fine.

Event description:
It was reported that when an asymptomatic patient presented to the clinic, non-sustained right ventricular over sensing due to post-sensed t-wave over sensing on the ventricular channel was observed. Recommended programing changes wrongly made caused new episodes of t-wave over sensing. Appropriate programing changes were made to resolve the issue. Patient was doing fine.